Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2500 ohms on the left ventricular (lv) channel. Additionally, threshold measurements had increased. A revision procedure was performed and this device and the associated lv lead were removed from service and replaced. No additional adverse patient effects were reported.